Event description:
The customer reported via phone call that he had a low battery alarm. Customer stated that his batteries were barely lasting more than a couple of days. Customer stated that the issue started about a month ago. Customer has been using duracell batteries. Customer had a few bad battery alarms and weak battery alarms. Customer did not troubleshoot because those alarms were in the past. Customer's most recent blood glucose was 146 mg/dl. Customer stated that he gets a low battery every 2 to 4 days. Troubleshooting was performed and the pump will be replaced for excessive low battery alarms.

Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to faulty battery tube. They were unable to perform operating currents and verify low battery and weak battery alarm due to a constant failed battery test alarm. The insulin pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot.